Event description:
Pt underwent cataract surgery on 2/23/98, and implantation of a staar model aa-2003v intraocular lens. However, the dr stated that the lens ejected too quickly into the capsular bag. The lens tore the bag, he performed an anterior vitrectomy and implanted an anterior chamber lens in the sulcus.